Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometime in 2006 the pt had 2 leads - one broke and the other was "dis-functioning" (caller was not able to confirm lead model numbers or dates these leads were implanted). Caller didn't have any additional info to provide.